Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the buttons have been slow to respond for several weeks, and now require excessive force and multiple button presses to obtain a response. He stated that the ok keypad button is completely unresponsive today. The pt noted that he does not always feel the buttons click when pressed, but they spring back as expected. He denied physical damage to the rubber keypad; denied that the pump has been exposed to water and cleaning products; and stated that he wears the pump in various places with a clip or a case.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.